Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the preloaded intraocular lens, the lead haptic was in the capsule and using a sinsky hook the trailing haptic was put into the capsule, the capsule was punctured by the leading haptic. Additional information was received and it was reported that the lens was explanted in secondary surgery because the patient experienced blurry vision and trouble driving at night. Another manufacturer''s lens was used as replacement. There was no patient injury, no incision enlargement, and no surgical or medical intervention reported. Reportedly the patient felt slightly light headed and dizzy after the procedures. No further information provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.